Event description:
It was reported that a motion error is displayed on the right screen of the 9900 system. It was also reported that the system did not save cine images. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported cine save problem could not be duplicated. However, identified the need to replace the intellegent servo controllers to address the motion error. Replaced both serve controllers. The system was tested and found to be working as intended and placed back into service.